Event description:
The customer reported to olympus, the duodenovideoscope had a blocked biopsy channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign material in the biopsy channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped bending section cover, a scratched insertion tube, peeled coating on the insertion part and the suction cylinder, and the specified angle, guidewire protrusion angle, and orientation did not meet the standard values. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material in the biopsy channel. However, the customer returned the device without reprocessing completely due to the channel blockage, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.